Event description:
A report was received that the cam02 inter-cranial pressure and temperature did not work. Several catheters failed to zero when connected to this monitor. The incident occurred on (B)(6) 2016. The patient was prepped for surgery, however the device was not in contact with a patient, no patient injury or death alleged, no medical intervention required and no delay in surgery due to product problem. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 05 jul 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the failure analysis investigation verified the following the complaint incident; error code (B)(4) occurred during the evaluation thus duplicating the failure reported. The evaluation identified the sensor board was defective however to establish the precise failure of the sensor board the log file was reviewed. The review identified error code (B)(4) occurred at the reporting facility on the (B)(6) 2016 and at the service centre on the (B)(6) 2016. A review of the cam02 service manual identified error code (B)(4) as a technical alarm to report a sensor board failure which occurs if the icp firmware; micro eeprom checksum fails. Error code (B)(4) activates when the sensor board calibration information is corrupt. The board needs to be recalibrated, if the failure persists the board may be damaged and is required to be replaced. In this instance the sensor board was replaced by the service centre. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Date of manufacture: sep 2015. No non-conformance reports were raised during the manufacturing process for this monitor. A review of cam02 complaints was completed in trackwise using the key word ¿zeroing¿ in the search criteria. The review encompassed dates (B)(6) 2015 to (B)(6) 2016. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. The review verified there is no trend/linkage between the complaints when the root cause was reviewed and analysed. During the time period ¿(B)(6)¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. (B)(6) catheter is used per procedure, and is used as a means of quantifying the number of procedures (B)(6). The quantity of complaints over the review period with the key word identified in the complaint review (B)(6) can therefore be calculated as (B)(6) ((B)(6)) of procedures. Conclusion: the root cause of the error code (B)(4) was verified as an icp firmware: micro eeprom checksum failure.